Event description:
Health care provider reported the patient presented to the emergency room with hypotension and decreased respirations. The patient was admitted to the ICU and was intubated. The reporter also stated the patient symptoms are due to an overdose of sleeping pills and not related to the implanted drug infusion system. Implanted infusion information including last refill, drug/drug dose were not reported. Additional information has been requested from the patient's physician and a follow up report will be sent when new information is received.